Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 220 mg/dl at the time of the incident. Customer stated that the insulin continues to drip after motor stopped during the manual prime process. Customer reported insulin continues to drip after letting go of the act button during the prime process. Customer reported that the insulin squirting out during the prime process. The customer was advised to return infusion set and reservoir. The insulin pump will not be returned for analysis.